Manufacturer narrative:
Evaluation summary:this report is based on information provided by post market vigilance investigation personnel. One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that during use, the output value would not increase. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the sample. The device read the temperature properly. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. Additional info: correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during use, the output value would not increase. The unit was restarted and then output could be increased, but soon was unable to increase again. There was no patient injury.